Manufacturer narrative:
This case, with patient identifier (B)(6) (unknown lot number) is related to case with patient identifier (B)(6) (lot number 494143). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results with two different lots of strips within 10 minutes: 38 mg/dl and 104 mg/dl. One lot number is 494143 the other lot number is unknown. It was not communicated which lot went with which result. No adverse event reported. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr)(B)(4)to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.